Manufacturer narrative:
Keratoconus. (B)(4). : the clinic is reporting the adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented complaining of blurry vision and decrease in visual acuity post surgery (original surgery 7 years ago -(B)(6) 2006) and possible keratoconus in both eyes.